Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the registry was informed that the patient expired after an implant duration of 19 days (0.63 months) due to unknown reasons. No cause of death was provided. There was no indication given that the death was due to a device malfunction or that the device was the cause of death.

Manufacturer narrative:
(B)(4). No further information is available. A follow up report will be submitted when the evaluation results become available.

Event description:
The nurse (rn) stated that the caregiver (cg) bypassed the alarm and the home patient (hp) was overfilled. The rn stated the hp no longer had symptoms; he manually drained out 4100 ml. The technical service representative (tsr) reviewed the therapy settings with the rn. The tsr explained that the hc was going to be swapped out. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the nurse who confirmed the patient has resumed therapy without further issue. The nurse confirmed the patient and caregiver were both retrained and advised never to bypass without calling for assistance. No further symptoms were reported; no infection or injury resulted from this incident. The homechoice (hc) device was received and evaluated by the product analysis lab (pal). The reported issue of the iipv was not confirmed in the logs or duplicated during the evaluation. The rite (return instrument test/evaluation) test was performed. The device passed rite functional test and rite electrical test. Rite electrical and functional test specifications were met. No device failure or malfunction was identified that could have caused or contributed to the reported incident. A review of the servicing device history record revealed no issues that could have contributed to the reported incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).